Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error message occurred while the customer was working on a garden outside. Reportedly, another cartridge changed error occurred after the customer attempted to load a new cartridge. Additionally, it was reported that multiple altitude alarms occurred. Blood glucose was 231 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.